Manufacturer narrative:
The tbg, ict to ict valve nc (part number c-35016690-01) was replaced by the field service representative and deemed the likely cause for the module generating the false depressed sodium results. The module function was verified with a control run. The service history of the (B)(6) verifies no subsequent issues have been reported related to false depressed sodium patient results post the current issue was identified. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. Device history record review did not identify any non-conformances or deviations with tbg, ict to ict valve nc (c-35016690-01) and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or tbg, ict to ict valve nc (c-35016690-01) was identified.

Event description:
The customer observed falsely depressed sodium results on the alinity c processing module for three patients. The results were not reported out. The samples were repeated with higher results. The following data was provided: patient sid¿s (B)(6) initial result = 108.07 mmol/l processed on (B)(6)2024 on (B)(6). Repeat results: 139.47 mmol/l processed on (B)(6)2024 on a different alinity(B)(6), 140.02 mmol/l processed on (B)(6)2024 on a different alinity(B)(6), 139.42 mmol/l processed on (B)(6) 2024 on the same instrument(B)(6). Patient sid¿s (B)(6). Initial result = 119.74 mmol/l processed on (B)(6)2024((B)(6)) repeat results: 140.53 mmol/l processed on (B)(6)2024 on a different alinity(B)(6), 141.69 mmol/l processed on (B)(6)2024 on the same instrument(B)(6). Patient sid¿s (B)(6). Initial result = 113.93 mmol/l processed on (B)(6) 2024 (B)(6). Repeat result = 139.04 mmol/l processed on (B)(6) 2024 on the same instrument (B)(6) there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is (B)(6).

Event description:
The customer observed falsely depressed sodium results on the alinity c processing module for three patients. The results were not reported out. The samples were repeated with higher results. The following data was provided: patient sid¿s (B)(6), initial result = 108.07 mmol/l processed on (B)(6) 2024 on (B)(6). Repeat results: 139.47 mmol/l processed on (B)(6) 2024 on a different alinity( (B)(6) ). 140.02 mmol/l processed on (B)(6) 2024 on a different alinity( (B)(6) ). 139.42 mmol/l processed on (B)(6) 2024 on the same instrument( (B)(6) ). Patient sid¿s (B)(6). Initial result = 119.74 mmol/l processed on (B)(6) 2024 ( (B)(6) ). Repeat results: 140.53 mmol/l processed on (B)(6) 2024 on a different alinity( (B)(6) ). 141.69 mmol/l processed on (B)(6) 2024 on the same instrument( (B)(6) ). Patient sid¿s (B)(6). Initial result = 113.93 mmol/l processed on (B)(6) 2024 ( (B)(6) ). Repeat result = 139.04 mmol/l processed on (B)(6) 2024 on the same instrument( (B)(6) ) there was no impact to patient management reported.